Manufacturer narrative:
During routine preventive maintenance (pm), the z-800f infusion pump failed the occlusion test. During keypad repair, when the pressure sensor was unplugged, it was revealed that the connector was caked in iodine residue. After repair, the pump could not occlude for the 30psi test. A review of the device's serial number history identified no similar complaints. The root cause of the issue remains undetermined. Reference to complaint (B)(4).

Event description:
It was reported to intuvie that during routine preventive maintenance (pm ) the z-800f infusion pump failed the occlusion test "on the 30 psi occlusion test, pump alarms outside of 22 & 38 psi specification but alarmed occlusion below 45 psi". There was no patient involvement.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. Upon reassessment, flow rate failures +5% to + 15% or -5% to -15% would not lead to the harm of a patient. The reported flow rate failure mode has been determined to be non-reportable. The severity of this failure is 1 - inconvenience or temporary discomfort. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 51psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed no prior similar complaints. The failure mode was confirmed, and the probable cause was determined to be component issue. The motor (peristaltic plate assembly) was replaced, which resolved the issue. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Manufacturer narrative:
This supplement serves as a correction and this event is being reported to the food drug and administration late as part of our aging compliant remediation. Upon further evaluation, it has been determined that this event does not meet the criteria to be classified as a complaint. The flow rate was within specifications. Reference to complaint # (B)(4).